Manufacturer narrative:
B3/b5 date of "on (B)(6) 2019, during 24 month scheduled follow-up" was corrected to "on (B)(6) 2018, during 24 month scheduled follow-up."

Event description:
It was reported that the stent fractured, critical limb ischemia, and in-stent restenosis (isr) occurred requiring intervention. The patient was enrolled in the imperial clinical study with the patient identifier of (B)(6) on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in the right leg distal superficial femoral artery (sfa) with 100% stenosis and a length of 130 mm long. The proximal reference vessel diameter was 5.00 mm with a distal vessel diameter of 5.00 mm. The lesion was classified as tasc ii c lesion. The lesion was treated with pre-dilatation and placement of a 6.0 x 150 mm eluviatm drug-eluting vascular stent system. Following post-dilatation, residual stenosis was 20%. On (B)(6) 2019, during 24 month scheduled follow-up, x-ray core lab revealed, issue in integrity of the stent which was identified as single tine fracture at distal part of stent. On (B)(6) 2019, the patient was diagnosed with stable angina pectoris. Treated with subclavian revascularization in response to the event. Of note, during this hospital stay, the patient was diagnosed with stenosis in bilateral legs, for which revascularization was staged for later dates. On (B)(6) 2019, the patient presented to the emergency room with a chief complaint of acute right leg numbness and was then hospitalized for further evaluation. An ankle brachial index test was abnormal. On (B)(6) 2019, a doppler ultrasound of right leg revealed: a thrombosed sfa, including the stent, with poor run-off flow; sluggish flow in the popliteal artery; an occluded distal anterior tibial artery; severely diminished flow in the distal posterior tibial artery; and no evidence of femoral pseudoaneurysm. On (B)(6) 2019, a right lower extremity angiogram was performed which revealed in the right limb: a 20% stenosed common femoral artery, mild diffuse disease in the profunda femoral artery, sfa 100% proximal stenosis, 100% isr in the mid and distal portion, 100% stenosed popliteal artery, and 40-50% stenosis in the peroneal artery and the posterior and anterior tibial artery. After reviewing the angiogram, the decision was made to intervene in the right sfa and popliteal artery. On (B)(6) 2019, 861 days post index procedure, the patient underwent stenting of right proximal sfa to treat the 100% stenosis and 100% isr. The mid extending distal portion, and the fully stenosed popliteal artery, was treated with angioplasty. On (B)(6) 2019, the patient was discharged from the hospital on aspirin. It was corrected to (B)(6) 2019" for the date of the 24 month scheduled follow-up. Follow-up core-lab angiography finding dated 03-apr-2019, noted thrombus of grade 0 and absence of aneurysm and presence of isr pattern 4. No stent deformation or stent fracture was noted.

Event description:
It was reported that the stent fractured, critical limb ischemia, and in-stent restenosis (isr) occurred requiring intervention. The patient was enrolled in the imperial clinical study with the patient identifier of (B)(6) on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in the right leg distal superficial femoral artery (sfa) with 100% stenosis and a length of 130 mm long. The proximal reference vessel diameter was 5.00 mm with a distal vessel diameter of 5.00 mm. The lesion was classified as tasc ii c lesion. The lesion was treated with pre-dilatation and placement of a 6.0 x 150 mm eluviatm drug-eluting vascular stent system. Following post-dilatation, residual stenosis was 20%. On (B)(6) 2019, during 24 month scheduled follow-up, x-ray core lab revealed, issue in integrity of the stent which was identified as single tine fracture at distal part of stent. On (B)(6) 2019, the patient was diagnosed with stable angina pectoris. Treated with subclavian revascularization in response to the event. Of note, during this hospital stay, the patient was diagnosed with stenosis in bilateral legs, for which revascularization was staged for later dates. On (B)(6) 2019, the patient presented to the emergency room with a chief complaint of acute right leg numbness and was then hospitalized for further evaluation. An ankle brachial index test was abnormal. On (B)(6) 2019, a doppler ultrasound of right leg revealed: a thrombosed sfa, including the stent, with poor run-off flow; sluggish flow in the popliteal artery; an occluded distal anterior tibial artery; severely diminished flow in the distal posterior tibial artery; and no evidence of femoral pseudoaneurysm. On (B)(6) 2019, a right lower extremity angiogram was performed which revealed in the right limb: a 20% stenosed common femoral artery, mild diffuse disease in the profunda femoral artery, sfa 100% proximal stenosis, 100% isr in the mid and distal portion, 100% stenosed popliteal artery, and 40-50% stenosis in the peroneal artery and the posterior and anterior tibial artery. After reviewing the angiogram, the decision was made to intervene in the right sfa and popliteal artery. On (B)(6) 2019, 861 days post index procedure, the patient underwent stenting of right proximal sfa to treat the 100% stenosis and 100% isr. The mid extending distal portion, and the fully stenosed popliteal artery, was treated with angioplasty. On (B)(6) 2019, the patient was discharged from the hospital on aspirin.